Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence and that the insulin gauge was inaccurate. Customer reverted to manual injections for insulin therapy. Customer's blood glucose level was 206 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.